Event description:
The mpu had a locking clip. The mpu was to be returned.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the mobile power unit was not charging through the white power connection. The account found the issue during a routine inspection of the equipment in biomedical engineering. The unit was under warranty. The unit was removed from service. A warranty replacement unit was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿mpu not charging through the white power connection¿ was confirmed with the returned mobile power unit (serial # (B)(6)). The returned mobile power unit was tested with laboratory equipment and a ¿connect power¿ alarm was reproduced. Both power cables were confirmed to be connected. Electrical testing of the patient cable portion of the device revealed a short to shield condition with an underlying wire resulting the reported alarm. A root cause of the short to shield condition could not be determined during the evaluation. The device was repaired and tested per the mobile power unit service process, which passed all tests. The mobile power unit was converted into a rental unit. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook in section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed, including ¿connect power¿ alarm message. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. In section 3, entitled ¿powering the system¿, the alarm and use of the mobile power unit is described. No further information was provided. The manufacturer is closing this event.